Event description:
The customer reported the system displayed generator communication and power supply errors. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker in pdb was reset. The system now operates as intended.